Event description:
During preventative maintenance, it was discovered that the locked position of the roller pump did not hold the position. There was no patient involvement.

Manufacturer narrative:
On-site investigation confirmed bobbins were fault due to wear. Worn components were replaced, and the unit operated as expected.